Manufacturer narrative:
Always remove all air bubbles from the pump before beginning insulin delivery. Use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not performing as intended as the customer alleged that the pump was not accurately displaying insulin that had been delivered. Reportedly, the customer was using apidra insulin and did not perform the proper air removal techniques. Tandem technical support (cts) educated customer regarding cartridge/insulin labeling. There was no reported adverse effect to the customer's blood glucose level. Reportedly, cts was unable to further troubleshoot the issue and the customer continued to use the pump for insulin therapy but will revert to long acting insulin if necessary.